Event description:
An impella cp device was inserted via the right femoral artery in a 45-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient was additionally receiving vasopressors and inotropes for hemodynamic support. No additional patient history was reported. During support, limb ischemia was reported with absence of pulses in the right lower extremity noted upon arrival to the intensive care unit. The ischemia was reported to have begun during or after repositioning unit insertion. Additional contributing factors included out-of-hospital cardiac arrest, subarachnoid hemorrhage limiting anticoagulation therapy, and the requirement for multiple high-dose vasopressors. Neurosurgical consultation cleared initiation of a low-dose heparin infusion without bolus, with repeat head imaging planned following achievement of therapeutic anticoagulation. The device was not removed due to the reported ischemia. Management included warming measures to the affected extremity, and initiation of low-dose heparin therapy. Vessel diameter was reported as greater than or equal to 4 mm. The patient remained on impella cp support and was successfully weaned and explanted the following day. The patient survived to explant with no additional adverse events reported. While on support, the impella cp device operated at performance level p6 with expected flows of 2.5 l/min. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter sodium bicarbonate. The patient survived to explant. Limb ischemia is a known potential complication associated with large-bore arterial access, vasopressor therapy, limited anticoagulation, and the patient¿s underlying critical clinical condition as they presented in scai shock stage e.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.